Event description:
The rptr indicated that when the device was inquired during a follow-up visit, the inquire concluded that therapy had been previously disabled. The pt's records indicate that the last follow-up was four months prior and during that time the therapy was enable. The pt has had no further episodes detected.